Event description:
During a ureteroscopy with laser lithotripsy on a right kidney stone. The laser fiber broke outside of the body where surgeon was holding the laser fiber while in use. Surgeon burned his finger at the point of the break (right index finger). No harm to patient. Laser placed on standby and fiber replaced. FDA safety report ID # (B)(4).